Manufacturer narrative:
Complaint no.: (B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking by the seam on the right side. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The initial visual inspection and functional testing identified the reported issue as resulting from a rough cut/ gouge due to impact with a sharp surface or object. The cause of the condition is unknown; however, a review of the manufacturing process did not identify any point where the rough cut/ gouge could have occured. Should additional relevent information become available, a follow-up report will be submitted.